Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was due to blood / tissue in the helix housing, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted to implant the right ventricular - rv lead and noted that the lead dislodged. The physician attempted to reposition the rv lead and found that the helix failed to extend. The rv lead was not used and was replaced. The patient was in stable condition.